Event description:
This lead was implanted on (B)(6) 2013, and remains implanted until this time. It was noted on (B)(6) 2013, that atrial threshold was high with 2.0v at 0.4ms. The physician was dr. (B)(6) at (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).